Event description:
It was reported that the atrial lead exhibited noise and loss of capture, the patient experienced muscle stimulation near the clavicle due to dislodgement. The patient reported exercising heavily recently. The lead was explanted and replaced on (B)(6) 2014.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.